Event description:
As reported by the (B)(4) registry there a 7mm extra support angioguard became caught on the stent during removal and the basket was deformed. Cas was performed on an 80% occluded lesion in the proximal left internal carotid artery of 10mm in length in a 6.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was ulcerated and moderately calcified. A 7mm extra support angioguard embolic protection device was successfully deployed past the lesion, the lesion was also pre-dilated before a 9x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 10%. There was no documented presence or air bubbles or documented dissection. The patient was neurologically intact upon leaving the angio suite. The angioguard was removed and there was no debris found in the basket upon retrieval. The patient was discharged on the following day without any major adverse events. There was no difficulty advancing the capture sheath to the lesion. It is unknown if during filter retrieval, if the retrieval sheath was being advanced while the filter wire is fixed. Following removal, the basket was deformed. No force was required for withdrawal of the filter prior to the marker band dislodgement or filter deformation. During the procedure, the filter distal enough from the lesion to prevent any interaction from the balloons/sds used. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band and the filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath and the angioguard was successfully removed. The physician said "the filter got hung up on the stent during retrieval. I had to reinsert the sheath to retrieve it".

Manufacturer narrative:
Please note that the device is not available for analysis. Therefore, device was not returned. During removal of the angioguard it became caught on the stent causing the filter basket to become deformed. A stent was deployed in an 80% occluded lesion in the proximal left internal carotid artery, 10mm in length, 6.0mm diameter with moderate vessel tortuosity. The arch I lesion was ulcerated and moderately calcified. A 7mm extra support angioguard embolic protection device was successfully deployed past the lesion which was then pre-dilated before a 9x30mm precise pro rx stent was successfully deployed with a residual diameter stenosis of 10%. The angioguard was removed and there was no debris found in the basket upon retrieval. There was no documented presence of air bubbles or documented dissection. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any major adverse events. There was no difficulty advancing the capture sheath to the lesion. It is unknown if during filter retrieval, if the retrieval sheath was being advanced while the filter wire is fixed. Following removal, the basket was noted to be deformed. No force was required for withdrawal of the filter prior to filter deformation. During the procedure, the filter was deployed distal enough from the lesion to prevent any interaction from the balloons/sds used. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band and the filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath and the angioguard was successfully removed. The physician said 'the filter got hung up on the stent during retrieval. I had to reinsert the sheath to retrieve it.' Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10183689. (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device/device interaction and is not related to a product quality issue. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is available for analysis but has not yet been returned. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was initially reported that the type of reportable event was a serious injury. However, it was changed to a malfunction but was not included in the previous report. Nothing further was changed and further reports are not expected.